Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser was on a ramp outside and chair took a right abrupt turn and scared the enduser due to he thought chair was going to go off the ramp but it did not go off the ramp. Dealer advised no injury and enduser did not fall out of the chair.